Event description:
The patient was in clinic for a tavr CT as a result of worsening heart failure symptoms over the past month. The patient is dyspneic and lightheaded with minimal exertion, such as showering or getting dressed. A cane is now required for ambulation and the patient is now unable to climb a flight of stairs in his home. Upon review of the tavr CT, the physician suspected an outflow graft occlusion of the lvad. The patient was admitted for lvad pump exchange. The patient ended up getting a heart transplant 3 days into admission. During transplant, the surgeon confirmed compression of the lvad outflow conduit from buildup of fibrinous exudate.